Event description:
Additional information was received from the manufacturer representative. It was reported that they were suggested to use usbs a while back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An error occurred while submitting the previous report, requiring a supplemental report to be submitted with the following information. Continue of d3: an address was updated and added to the report. E: initial reporter was updated. H3 and h6: no products have been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about an issue identified outside of a procedure. It was reported that a disc could not be loaded onto a navigation system but would load on a compact system. Per the clinical supervisor: "a little over a month ago, a disc was burned in the clinical specialist office that did not work today when it was attempted to be loaded by the clinical specialist at the surgery center. Two separate discs were burned to perform a process of elimination. The first disc was placed into the medtronic machine at the clinical specialist office (labeled 'test') and the second disc was not. Upon arriving at the surgery center, the test disc was loaded first to see if the issue was related to the older machine compared to the newer machine. The test disc loaded perfectly. The second disc was not tested, as it was desired to see if other upcoming discs could be loaded. Since the test disc worked fine, the issue remains unclear. The original disc sent in july was also attempted to be loaded. When it loaded, it appeared to have multiple files, almost as if it was burned for patient view. The original disc and other discs from today were loaded in the medtronic machine at the clinical specialist office, and they loaded perfectly." There was no patient involvement reported.

Manufacturer narrative:
H2, correction: d3-4 updated. H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.